Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device remains implanted and was not returned for additional evaluation and investigation. As the device was not returned for additional investigation, a definitive root cause could not be determined for the alleged issue. Agent confirmed that the alleged issue has resolved. Per the instructions for use of the device, csf leak is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Agent reported that the patient had an exploratory surgery performed on their pump pocket following swelling at the pump site after implant. The agent stated that the exact date of the procedure was unknown, but the physician was able to diagnose a csf leak. Per agent, this was due to the placement of the catheter and develop pretty quickly after implant. A blood patch was not performed, and the issue has since resolved. This patient is the same patient referenced in MDR 3010079947-2022-00220.